Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and drive support cap was flushed. The customer's blood glucose level was 400 mg/dl at the time of the incident. Other relevant blood glucose level of the customer was 448 mg/dl. The customer was assisted with the troubleshooting. The customer was treated with manual injections for high blood glucose level. The insulin pump will be returned for the analysis.